Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Furthermore, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer resumed insulin delivery successfully. Customer¿s blood glucose value was around 260 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.